Event description:
It was reported that a patient underwent an atrial fibrillation (afib)- paroxysmal ablation procedure with a varipulse¿ bi-directional catheter and the patient experienced a stroke. During an afib case, a stroke was noticed. The patient was slowly waking up. The stroke was confirmed by magnetic resonance imaging (MRI). The medical intervention provided was unknown. The patient was in afib rhythm at the time of ablation. The patient was reported to be in stable condition and was discharged home. The patient is in early persistent atrial fibrillation (psaf) with normal activated clotting time (act) of 350 during the case, with a very small atrium. It was also noted that during the case there were lots of stacking due to the small size of the atrium. There was no evidence of char or blood thrombus/clot during the procedure. The patient fully recovered (no residual effects). No extended hospitalization was required. Carto system files were not available. Application data from the generator shows pulsed field ablation (pfa) application quantity of 183 with pfa ablation locations pulmonary vein isolation (pvi+).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is a correction to the initial report. Since this is a 5-day report, only 5 day report applies and not initial report in section g6. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted to add the us FDA reportable field action number. Please reference fields h7 and h9. Correction to the initial report: the activated clotting time (act) value that was reported ranged from 350-363. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).